Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: the black box and alarm history showed multiple slave communication alarms. The pump powered up to a hard alarm. The reported "sleep¿ complaint was duplicated. The pump¿s cover was removed and moisture corrosion was found to the watchdog circuit. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit to the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.